Event description:
(B)(6) 2012 - the dealer stated that the 6895 shower commode chair wheel lock lever was bent. There was no patient injury reported.

Event description:
(B)(6)-2012- (B)(6) - the dealer stated that the 6895 shower commode chair wheel lock lever was bent. There was no patient injury reported.

Manufacturer narrative:
(B)(4).